Event description:
It was reported that an infection occurred. It was further noted that there was endocarditis and vegitation on the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID 7230cx serial# (B)(4), implanted: 2004-(B)(6), explanted: 2012-(B)(6). (B)(4).